Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that "device can't start up." There was no reported patient involvement/adverse patient impact.

Event description:
The customer reported that "device can't start up." The fse clarified the real issue was that printer recorder could not start up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).